Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor died on the motor device. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the unit had a loose connector body, two pins were pushed back and the console did not recognize the motor. It was determined that the loose connector body was because of loctite deterioration. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that the console did not recognize the motor because the pins were pushed back and no electrical connection can be established by the console. The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.